Event description:
It was reported to medtronic minimed that the customer experienced unspecified pump error alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for pump error, the customer was able to clear the error, complete rewind, and pump passed displacement test. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a pump error 38 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm during rewind. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals on (B)(6) 2024 there were three (3) pump error 130 alarms (18:02, 20:52, and 22:57) and two (2) pump error 43 alarms (20:54 and 20:56). On (B)(6) 2024 there were two (2) pump error 37 alarms (21:16 and 21:18), and on (B)(6) 2024 there were five (5) pump error 38 alarms (14:25, 3x 14:27, and 14:28) generated. The pump was cut open to perform a visual inspection. Corrosion and moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and motor home switch (corrosion). The following were noted during a physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 37, pump error 38, pump error 43, and pump error 130 alarms are all confirmed and is due to moisture damage and a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.